Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 469mg/dl. The customer treated her blood glucose prior to calling and the insulin pump alarmed no delivery. Troubleshooting was performed. The customer's father stated that the customer changes the infusion set every three days and sometimes she re-uses the reservoirs. The customer was advised to not re-use reservoirs. The time, date, and programming on the insulin pump were correct. Ran a fixed prime and high pressure test and the device passed the tests. No further information was provided.